Event description:
Surgeon had placed an osv ii (909-704) in the pt a few months ago. The pt had a pacemaker implanted and the peritoneal catheter from the osv ii was damaged during the placement of the pacemaker. The valve was working up until the time of pacemaker surgery. Following x-ray and CT scans at various angles, the neurosurgeon and radiologist viewed the films and could barely see the catheter tubing although it was radiopaque. The surgeon retrieved two broken pieces from an abdominal incision and replaced with heyer shulte nl98003x01 peritoneal catheter with metal connector. The two broken pieces are being returned for eval. The pt will continue to be monitored to ensure the valve and new catheter are functioning.